Event description:
Complainant alleged that it took thirteen shocks to convert a patient (age & gender unk). The clinician believes the device was not delivering correct energy output. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.